Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pocket erosion about three weeks post-implant. The implantable neurostimulator had broken the incision and was "trying to come through pocket." The pt was being cared for by a wound nurse. A pocket revision was scheduled. Additional info had been requested, a follow-up report will be sent if additional info becomes available.